Event description:
It was reported the procedure was being performed on a (B)(6) male pt. The sheath and catheter were placed without incident into the pt's right internal jugular. In the middle of the procedure, the physician noticed blood and meds leaking back into the sheath. The physician was able to use a peripheral line the pt already had in place to complete the procedure. There was no delay in treatment and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.